Event description:
No additional information received from the customer.

Manufacturer narrative:
THE DEVICE WAS RETURNED TO OLYMPUS FOR INSPECTION. A ROOT CAUSE COULD NOT BE IDENTIFIED. BASED ON THE RESULTS OF THE INVESTIGATION, IT IS LIKELY THE FOLLOWING LED TO THE MALFUNCTION: DEGRADATION LED TO COMPONENT FAILURE. SHOULD ADDITIONAL RELEVANT INFORMATION BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED. OLYMPUS WILL CONTINUE TO MONITOR FIELD PERFORMANCE FOR THIS DEVICE.

Event description:
THE CUSTOMER RETURNED THE URETERO-RENO VIDEOSCOPE TO THE SERVICE CENTER FOR A SEPARATE ISSUE. DURING THE DEVICE ANALYSIS, IT WAS INDICATED THAT THE BENDING SECTION HAD LIFTED SUPPORT PINS. THERE WAS NO PATIENT INVOLVEMENT.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Updated fields: H4.Corrected fields: H3, H5, H6, H11.The Type of Investigation (B11) was incorrectly listed in the Initial report and should not have been included.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.